Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were rewarming a baby in an arctic sun device, but the baby was not warming as expected. The patient temperature (pt) was 35.5c. Flow rate (fr) was 1.2lpm. Water temperature (wt) was 40.1c. The baby soiled the pad with urine. They placed a sterile drape between the pad and the baby to try to absorb the urine. The barrier was still between the pad and the baby. Per the IFU, do not allow urine, stool, antibacterial solutions or other agents to pool underneath the arctic gel pad. Urine, stool, and antibacterial agents could absorb into the pad hydrogel and cause chemical injury, skin irritation, and loss of pad adhesion over time. Replace pads immediately if these fluids come into contact with the hydrogel. Explained how to properly place the pad using the straps, and not having a barrier between the pad and the baby. Confirmed when they replaced the pad they would stop therapy, empty pad, change pad and resume therapy. The device would pick up where it left off and the water should reach current temperature quickly.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. The patient temperature (pt) was 35.5c. Flow rate (fr) was 1.2lpm. Water temperature (wt) was 40.1c. The baby soiled the pad with urine. They placed a sterile drape between the pad and the baby to try to absorb the urine. The barrier was still between the pad and the baby. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were rewarming a baby in an arctic sun device, but the baby was not warming as expected. The patient temperature (pt) was 35.5c. Flow rate (fr) was 1.2lpm. Water temperature (wt) was 40.1c. The baby soiled the pad with urine. They placed a sterile drape between the pad and the baby to try to absorb the urine. The barrier was still between the pad and the baby. Per the IFU, do not allow urine, stool, antibacterial solutions or other agents to pool underneath the arctic gel pad. Urine, stool, and antibacterial agents could absorb into the pad hydrogel and cause chemical injury, skin irritation, and loss of pad adhesion over time. Replace pads immediately if these fluids come into contact with the hydrogel. Explained how to properly place the pad using the straps and not having a barrier between the pad and the baby. Confirmed when they replaced the pad they would stop therapy, empty pad, change pad and resume therapy. The device would pick up where it left off and the water should reach current temperature quickly.